Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 10 to 14 days after a procedure, the patient was hospitalized due to a perforation that occurred near the anastomosis site. The suture separated and there was a leak in the anastomotic region.  Additional surgery was preformed for treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 10 to 14 days after a gastrectomy where the device was applied where the suture was used for insertion hole closure of esophagejejunal anastomosis, the patient was hospitalized due to a perforation that occurred near the anastomosis site. The suture separated and there was a leak in the anastomotic region. Looking at the perforated part, the suture remained and was visible in the vicinity of the hole. Additional surgery was preformed for treatment. The patient is still currently hospitalized due to the advanced age.